Manufacturer narrative:
The actual device was discarded by the user facility and will not be returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the angio seal vip device pulled out prematurely. The following information was provided by the user facility: the radiologic technologist attempted to deploy a 6fr. Angio seal device post trans femoral lhc procedure; the arteriotomy locator was positioned successfully in the right femoral artery; the dilator was removed and the bypass tube and the angio seal vip device were inserted into the sheath and it was confirmed by 2 audible clicks; when the rt pulled up on the device to set and seal the implant, there was no suture or tamping tube visualized; the entire angio seal vip device came out of the patients access site; general oozing/bleeding occurred followed by 30 minutes of manual compression at the site; blood loss was reported to be less than 250 cc; the procedure was a success with manual compression; and the patient is in stable condition.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.